Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator at 2.66v and a charge time of 31.1 seconds. Five months ago, the monitoring voltage was 2.91v with a charge time of 15.4 seconds. This device is part of the avt latching population (6/17/2005).